Event description:
On tuesday, (B)(6) 2015, I (B)(6), director of safety, security and emergency mgt.) Received a call from (B)(6) (risk mgt./patient safety officer) stating that we are experiencing a malfunction involving a piece of medical equipment, the covidien (B)(4) wound closure device. After receiving the report of a medical device malfunction, the rm/pso called for a meeting to discuss a potential problem with the suturing device and the v-loc suture. During the meeting, the rm/pso informed everyone in attendance the suturing device and/or the v-loc suture has been malfunctioning. The rm/pso went on to explain that during two surgical procedures, both incidents occurring in (B)(6) 2015, part of the v-loc suture needle broke-off while closing the vaginal cuff, during a total laparoscopic hysterectomy (tlh) procedure with the device and v-loc suture.